Event description:
It was reported that an infusor's reservoir ruptured after filling, prior to patient connection. The device was filled with a solution consisting of penicillin and normal saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.